Event description:
A surgeon reports, that during intraocular lens (iol) implant surgery, one of the haptics was observed to be stuck to the optic. The surgeon completed the procedure and upon examination the next day, the haptic was still stuck to the optic. The lens was then explanted. Additional information has been requested.

Manufacturer narrative:
The complaint was confirmed for the stuck haptic. However, the observations reasonably suggest that the damage occurred due to improper handling as outlined in the directions for use. One haptic was bent-gusset and distal area with the haptic tip adhered to the posterior surface of the optic. This could indicate that the lens position was not checked before the lens was advanced. The optic was scratched-rejectable. In addition, the viscoelastic used was not an approved viscoelastic for this device. Additional information was requested.